Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, the t2 implant of the fast-fix came out from the meniscus while tying the knot, both implants were removed successfully from the meniscus. It is unknown how was the procedure was finished, a delay less than or equal to 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, the t2 implant of the fast-fix came out from the meniscus while tying the knot, both implants were removed successfully from the meniscus. It is unknown how was the procedure was finished, a delay less than or equal to 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.